Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es pouch. The batch number on the packaging matched the batch number of this complaint. The catheter was visually and tactilely inspected; there was blood and contrast in the inflation lumen and in the balloon. Microscopic examination of the balloon revealed balloon pinhole 10mm from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon burst occurred. The vascular access was obtained utilizing ipsilateral antegrade approach. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a 4-40/80 sterling balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a balloon burst occurred. The vascular access was obtained utilizing ipsilateral antegrade approach. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a 4-40/80 sterling balloon catheter. No patient complications were reported and the patient's status is good.